Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as the device batch lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a hardware removal surgery, the 2.0mm cann. Quick release driver tip (part number ht-1120) broke. Another driver was used to complete the surgery after a 1-2-minute delay. It was also reported the hardware was not acumed hardware. No other adverse patient consequences were reported.